Manufacturer narrative:
D9 device return date added. Cannula part only was returned for a 5.5 pump.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report. The cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details.

Event description:
Additional information indicates that the patient underwent heart transplant on (B)(6) 2026.

Event description:
A fifty-two year old male was treated for an acute decompensated chronic cardiomyopathy. An impella 5.5 was inserted. On the first day of support, the impella metrics seemed off, without affecting the hemodynamic support to the patient. Therapy was continued and after an off-label prolonged support duration of 21 days, the patient was successfully bridged to heart transplantation.

Manufacturer narrative:
Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
D4 primary UDI number were revised. E1 zip code extension were revised.